Event description:
It was reported that the patients lead tip was becoming too proximal to the skin surface. The patient underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 batch/lot number: 178006 serial number: (B)(6) UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 batch/lot number: 177993 serial number: (B)(6) UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 batch/lot number: a04314 serial number: (B)(6) UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.